Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of over 500 mg/dl. The customer stated that they had forgot to reconnect their pump to the site which caused the high blood glucose. The customer stated that no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.